Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying half moons and negative images. No patient injury was reported.